Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735740, version #: 2.1.0, ubd: , UDI#: h3, h6: no parts have been received by the manufacturer for evaluation. Codes fdm b17, fdr c20, fdc d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that during a case on (B)(6) 2026, the surgeon was navigating posterior and clamped on s1 and appeared to be accurate but when he checked navigation again, the surgeon reported l3 was higher than it needed to be and l5 was higher than needed as well and also lateral. The manufacture representative reported no movement on patient or clamp. The rep reported they re-spun and continued with using the system for the case. This issue occurred intra-operatively and caused a less than one hour delay in the procedure. No known impact to patient outcome.

Manufacturer narrative:
H2: additional information was received and added in section b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was noted that the instruments were a few millimeters superior than what was shown on screen. The issue remained after a re-spin of the imaging system. After further investigation, it was noted that the rep did not have the correct instruments on the instrument screen which caused the inaccuracy.